Event description:
Atraumatic placement of #3lma was done by crna-bbs & etco2 assessed-neither was heard/seen. Inability to hold pressure in vent bag. Lma removed and mask ventilation continued. Tube portion of lma was removed and the laryngeal portion of lma remained in pt's posterior oral cavity. Crna able to retrieve this without difficulty by the balloon attached. Pt was easily ventilated via mask (sao2 remained 96-98%) found lma was severed/broken approx 1" above the cuff.